Event description:
A malfunction alarm was reported, displaying a malfunction code that was resettable. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and no further malfunctions occurred after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, to which the customer agreed.